Event description:
It was reported to nova biomedical that a consumer received a result of 237 mg/dl on their blood glucose meter. The consumer administered 1.5 units of insulin based on that reading. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. It was also discovered that the consumer is improperly storing the test strips which may compromise the integrity of the test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.